Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on the left lateral sidewall/cornu is a coiled device embedded within the myometrium') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, appendectomy, pelvic pain and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic hysterectomy, excision of endometriotic implants, laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered embedded device, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: left tube- 4 coils. Right tube- 6-7 coils viewed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory efficacy of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on the left lateral sidewall/cornu is a coiled device embedded within the myometrium') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, appendectomy, pelvic pain and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic hysterectomy, excision of endometriotic implants, laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered embedded device, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: left tube- 4 coils right tube- 6-7 coils viewed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory efficacy of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("on the left lateral sidewall/cornu is a coiled device embedded within the myometrium") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of uterine bleeding, pelvic pain, appendectomy and cesarean section. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced embedded device (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (laparoscopic hysterectomy, excision of endometriotic implants, laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, embedded device and pelvic pain to be related to essure administration. The reporter commented: left tube- 4 coils right tube- 6-7 coils viewed. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: satisfactory efficacy of essure device. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 15-jul-2024: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.